Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery it was identified that 4mm tip of the device was missing when the needle was removed out of the patient. The surgeon decided to not search for the tip as it was not visible. No further information received. Update dw 22-mar-2024: further information were provided that no additional surgery is planned to remove the tip.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per the x-ray provided, which displays the broken needle tip inside the patient. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle and/or unsecured grasp of tissue. Dfu-03920-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.